Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle and cannula deployed late, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device was received fully deployed. The data downloaded from the device did not show any timeouts or drive stalls during the run. The device delivered 57 pulses and completed both first and second prime before being deactivated. Investigation found no abnormalities in the needle mechanism. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Although no issues were observed with the needle mechanism, it could not be determined when the needle deployed. An exact cause for the reported needle deploying late could not be determined.